Event description:
It was reported that the customer had a button error alarm on his insulin pump. The customer's blood glucose level was 103 mg/dl. Insulin pump will need to be replaced. Customer declined no additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and a missing end cap sticker were noted during the visual inspection. No button error alarm was noted. However, moisture damage was noted on the keypad traces. Moisture damage was noted on the electronic and motor assemblies.